Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. No missing segments/partial display noted.

Event description:
The customer reported via phone call that insulin pump had flashing screen. The blood glucose at the time of the incident was 148 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.